Event description:
The customer reported to olympus, the video processor had no image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the real-time image was not displayed due to printed circuit board failure and image was interrupted due to poor contact of connector. In addition, service found the top cover, the chassis, the front panel, and the rear panel was deteriorated. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the endoscopic retrograde cholangiopancreatography procedure was postponed on (B)(6) 2023, and completed after the electronic control unit was replaced with a new forklift.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   Correction on field: h6 (type of investigation 4111 code was inadvertently omitted in the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "real time-image is not displayed", and "the image is interrupted" occurred due to failure of the patient board set. As for the reason behind this failure, it's possible that either the circuit design changes made to the operational amplifier of the printed circuit board prior to measures, or a defective connection with the video connector occurred, leading to the occurrence of the phenomena. Olympus will continue to monitor field performance for this device.